Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and believed it was a bad batch of infusion sets. Customer's blood glucose was 600 mg/dl. Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 615 mg/dl. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to prolonged high blood glucose, ketones and dehydration. Customer was treated with fluids. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump and it was found that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer also declined high pressure test.